Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noted several non-sustained oversensing episodes due to post-paced t-wave oversensing. Programming changes were recommended, and the patient was stable.